Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating the cause was not determined, it just takes 'forever' for it to charge. Issue has not been resolved.

Event description:
It was reported that a patient experienced problems with controller charging and that the implantable neurostimulator was slow to charge. The patient stated that after charging the implantable neurostimulator, which was at 50%, for three hours, it only reached 90% and the controller battery was empty after the session. On another occasion, the implantable neurostimulator was at 30% and after 30 minutes of charging on the "excellent" setting, the charge did not increase. The patient reported back pain, soreness, and pain at the site of the implantable neurostimulator after charging, as well as discomfort due to having tolie on the device during charging. The patient denied damage to the recharger. Troubleshooting steps included resetting the controller and charging the implantable neurostimulator with stimulation off, which resulted in an increase in charge from 40% to 50%. The patient was advised to monitor charging with stimulation off and to follow up with a healthcare provider to address ongoing pain. Additional information was received from the patient. It was reported that patient stated that the charging time is better most of the time, they turn off the controller so it can charge faster. Patient said they use a heating pad from time to time when charging and believes that may be affecting the charging speed. Patient stated they have a hip surgery that is unrelated to the ins but that is the reason why they use a heating pad. Overall it is better now, but sometimes it still takes forever.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.